Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a green contaminate on the white power cable was confirmed via the submitted photos and evaluation of the returned system controller (serial number: (B)(6)). The reported event of power cable disconnect, low voltage hazard, and no external power alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing. The submitted log file and the log file downloaded from the returned controller contained approximately 37 days of data combined ((B)(6) 2020 per the timestamp). The log file captured intermittent power cable disconnect alarms that were not associated with power source exchanges from (B)(6) 2020 at 9:45 to (B)(6) 2020 at 4:54. The atypical alarms occurred while connected to 14v batteries and occurred on both the black and white power cables. The log file also captured a no external power alarm in which the backup battery activated and multiple low voltage hazard alarms on (B)(6) 2020 at 9:46 that appeared to be caused by atypical power cable disconnects on the white power cable that occurred at the same time as atypical voltage drops on the black cable. The driveline was disconnected on (B)(6) 2020 at 15:19 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file while the driveline was connected. Visual inspection of the returned controller and submitted photos revealed a green contaminate consistent with fluid ingress on the white power cable connector, beneath the connector nut. Both power cables were also slightly discolored. The outer jacket was removed from the power cables and the green fluid contaminate was observed on the underlying layers. No other issues were observed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was tested with test 14v batteries/battery clips and with a test power module with no issues observed. The integrity of the internal wires of the power cables was tested and the cables passed without issue. The observed fluid ingress did not affect the functionality of the controller during testing. The root cause of the reported power cable disconnect, low voltage hazard, and no external power alarms could not be conclusively determined through this analysis. The reported alarms are further investigated via the 14v battery and battery clip investigations. The reported green contaminate on the controller was determined to be caused by fluid/moisture making contact with the controller. The root cause of the fluid/moisture making contact with the controller could not be conclusively determined through this analysis; however, the account indicated that the patient may have gotten water on the controller while taking a shower. The heartmate ii patient handbook and instructions for use (IFU) state that the system controller must be kept dry at all times; although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. The user is instructed to take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. The patient handbook and instructions for use also inform the user not to take showers unless approved by their doctor, and that the shower bag must be used when showering. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2020-02478. Related manufacturer reference number: 2916596-2020-02479. Additional information received on 08may2020 stated that neither the batteries nor battery clips were exchanged and no issues were observed with them. No additional atypical alarms have arisen and no product will be returned for evaluation.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was noted the white cable, green sediment on cable. The ventricular assist device (vad) interrogated noted power disconnects. No obvious alarms, it cleaned off. Per conversation, the green sediment appeared to be oxidation from moisture making contact with the controller power lead cables. The patient may have gotten water on the controller after taking a shower. The controller exchanged in clinic and was returned for evaluation. During the analysis of the log, there were transient low voltage hazard events observed on (B)(6) 2020, where the controller momentarily operated on external backup battery (ebb)/power save mode while the controller was connected to batteries. It was recommended to check the battery terminals/contacts and battery clip terminals/contacts for any residue; the battery terminals may be cleaned with an alcohol swab/towel. There were no other unusual events seen within the log file. The mechanical circulatory support (mcs) equipment was operating as intended. On (B)(6) 2020, it was reported that the issue resolved with the controller exchange. The patient was stable and tolerated the controller exchange.